Event description:
It was reported that the patient felt dizzy and presented to the emergency room (ER). The right ventricular (rv) lead showed high im pedance, and noise was observed upon the pocket revision during the replacement procedure. The lead had an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt dizzy and presented to the emergency room (ER). The right ventricular (rv) lead showed high impedance, and noise was observed upon the pocket revision during the replacement procedure. The lead had an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implanted: (B)(6) 2006, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID 5076-52 right ventricular (rv) lead. The actual device was not received for analysis; however, performance data was received from the device. Analysis found the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range, and the analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4).